Event description:
The customer complaint form was received 28-feb-22, lot number confirmed and updated in this supplement report. As per cc form: " endoscopy department let us know today that it has twice encountered a problem with the zebd set. Kinking when flattening the loop has occurred making it impossible to pass the guidewire. Probably service didn't used plastic adaptor for avoiding loops kinking. I called hospital for informing them about cook advices and I sent IFU to customer"

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
2 x zebd-7-4 devices of lot c1847261 involved in this complaint were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 devices of lot c1847261 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1847261 it should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible cause of this complaint may be that the kink occurred while the device was being straightened due to high force being applied to the stent. The complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Translation of the source doc. I am sending you this email because our endoscopy department let us know today that it has twice encountered a problem with the set mentioned in the subject. Kinking when flattening the loop has occurred, making it impossible to pass the guidewire. The affected lot is c1847261. An order has been placed today n ° p4 / c2109328.